Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/ tissue.

Event description:
During initial implant procedure, prior to being introduced to the patient's body, rotation resistance was experienced when testing the helix. The physician elected to attempt implantation. While positioning in the right atrium, it was not possible to extend the helix. A new lead was selected and successfully implanted to resolve the event. The patient was stable.